Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to sensor error she noticed that sensor wire was shorter than usual but notes that no wire was visible under the skin. During her call to dexcom technical support pt's mother reports that pt was feeling fine.